Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-06152 the pt was implanted with one epidural and one peripheral (off-label) leads from the same lot. It was reported the pt is feeling irritation near the ipg site when using the stimulation. X-rays of the pt's system were taken and it appears the pt's peripheral lead moved near the ipg and may be coming into contact with the ipg. An sjm rep met with the pt and reported the pt's physician plans to explant and replace the scs system with a different ipg model. Surgical intervention is planned at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.